Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the illuminator involved with this complaint and completed the device evaluation. Failure analysis confirmed the customer reported failure. A visual inspection was performed and the unit was found in good condition. The unit was installed into a test system and at start up it was confirmed that there was no power. The ac fuse was also checked and found in good condition. This complaint is being reported due to a da vinci system malfunction rendering the da vinci system unavailable for use after the start of a surgical procedure. Although no patient harm occurred, if this malfunction were to recur it could cause or contribute to an adverse event.

Event description:
It was reported that during a da vanci-assisted surgical procedure, the customer experienced a recoverable fault upon start up and was unable to turn on the illuminator lamp. The intuitive surgical, inc (isi) technical support engineer (tse) logged into the system and found error 48238 pointing to communication issue with the illuminator. The tse instructed the customer to power cycle multiple times but the error persisted. The tse instructed the customer to use an external light source to complete the procedure. There was no report of patient harm, adverse outcome or injury. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the facility and was able to reproduce the reported failure. The fse removed and replaced the illuminator. The illuminator is a component of the da vinci system that contains a high intensity light source to illuminate the surgical site.